Event description:
The customer stated that she was hospitalized for diabetic ketoacidosis with blood glucose levels over 500 mg/dl. The customer stated that she accidentally filled the reservoir with the wrong amount of insulin. The customer declined to troubleshoot. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.